Event description:
It was reported that an intraocular lens (iol) was removed from the patient's operative eye due to the haptic coming loose during iol implantation. No further information provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. Email address: unknown/not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information. However; no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: received new information that date of event was incorrectly indicated in the initial MDR report. Information provided that correct date of event is may 4 2022. This report is submitted to correct this. Field below is updated. Section b3. Date of event: was changed to may 4, 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.